Event description:
It was reported the bronchofibervideoscope image was grainy and disappeared when the instrument was tilted. The event occurred prior to use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, device evaluation found: - image guide bundle has significant breakages. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the image issues was significant breakages of the image guide bundle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.